Event description:
It was reported that the device was explanted due to an unknown reason. Follow-up with the health provider indicated that the device was not explanted; however, the patient expired in 2005 after an implant duration of 14 days. Reportedly, the patient's cause of death was mitral valve regurgitation. Reportedly, the patient's demise was not related to the device. No other details were provided.

Manufacturer narrative:
Device not returned.